Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin additionally it was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 138-230 mg/dl. Reportedly customer will continue to use current pump until replacement arrives.